Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1059 mg/dl. The cause of elevated bg was unknown; however, customer indicated the pump was exposed to multiple computed tomography (CT) scans for an unrelated issue. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
Per the tandem user guide - do not expose your pump, transmitter, or sensor to: » x-ray » computed tomography (CT) scan » magnetic resonance imaging (MRI) » positron emission tomography (pet) scan » other exposure to radiation the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.